Event description:
It was reported patient reported their total hip replacement begun to squeak loudly after leaning over to tie their shoelaces. Patient was 4 years post op; primary surgery date was (B)(6)2021. Surgeon did a consult with the patient on (B)(6)2025 and ordered an xray of patients hip. Xray showed that the femoral head was eccentric inside the cup and the patient was ordered for an emergency revision procedure on (B)(6)2025. The plan was to exchange the insitu acetabular liner and femoral head and replace with new acetabular liner and femoral head. Cup still insitu and surgeon noted that it was ok intra-op. Revision procedure was completed without any complications. The acetabular liner and femoral head that were removed showed signs of significant wear/friction.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information provided: "about a week ago patient reported their total hip replacement begun to squeak loudly after leaning over to tie their shoelaces 4 years post op (primary op date was [removed]. [Surgeon] did a consult with the patient on [date] and ordered an xray of patients hip. Xray showed that the femoral head was eccentric inside the cup and the patient was ordered for an emergency revision procedure on [date]. The plan was to exchange the insitu acetabular liner and femoral head and replace with new acetabular liner and femoral head. Revision procedure was completed without any complications. The acetabular liner and femoral head that were removed showed signs of significant wear/friction. Removed components are available for return". The product was not returned to j&j medtech orthopaedics; however photos were provided for review. See attachments (img_1560.jpeg, img_1562.jpeg, img_1563.jpeg and img_1564.jpeg). The photo/x-ray investigation confirmed the dissociation between the cup and the liner, as the head was found not centered at the implant site. Furthermore, based on the damage observed on both liner and head, it is reasonable to confirm the reported condition. Although there is no specific root cause established for the disassociation, the reported allegation can be confirmed as the damage on the liner's rim/anti-rotational mechanism and the metal transfer observed on the head, are evidence that can be related to a dissociation condition between the unknown hip acetabular cup (cup) and the altrx neut 32idx50od (liner), as well as a possible audible condition caused by the contact of the delta cer head 12/14 32mm +5 (head) with the concave surface of the cup device. However, consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations, patient changes over time and the extraction procedure. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the unknown hip acetabular cup would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.